Event description:
It has been reported that siderail handle was found broken on this bed resulting in the siderail being unable to be raised or lowered. No injury to pt or user was reported.

Manufacturer narrative:
The broken handle was discarded upon replacement. No additional evaluation was possible.